Event description:
It was reported that the lead was attempted but not used during the implant procedure. Due to patient anatomy the lead could not reach the target position. Additionally it was reported that the thresholds were not satisfactory during placement. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.